Event description:
The customer stated she was taken to the emergency room due to low blood glucose levels. The customer also stated the insulin pump was shooting out all the insulin during the manual prime.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.